Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device replacement for eri, the patient received a shock to check the functionality of the right ventricular lead. After the shock was delivered there was intermittent noise on the egm. The right ventricular lead was capped and replaced and the patient was stable.